Event description:
The customer reported getting an external battery alarm. The ventilator was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the external battery to correct the reported problem. Applicable final testing was completed per operating specifications and passed.